Event description:
Information received by medtronic indicated the insulin pump was not working properly. Customer stated that they alleged the insulin pump was under delivering. Customer blood glucose level was 250 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.